Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: with the scope inserted into the patient, the doctor confirmed the balloon could not be inflated. Operating time not extended. New one was opened to complete the case with no problem. No patient harm. The patient current status: good no info of lot# is available. In case lot# is identified after arrival of sample, I will add it on cts. "Operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding. No anticipated tissue loss. Nothing of adverse event caused by extension of or time was reported. "

Manufacturer narrative:
(B)(4).